Event description:
The pt underwent a laparoscopic left hemicolectomy procedure due to diverticulitis in the sigmoid colon. End to end anastomosis was performed with the car. Anastomotic leakage was indicated on pod 5. Laparoscopic revision was performed, in which the anastomosis was taken down, and a lavage, closure of rectal stamp and hartman procedure were performed.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B) (4)) and the importer ((B) (4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and investigated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.